Manufacturer narrative:
The reason for this revision was a glenoid fracture after 2 years of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. (B)(4). The root cause of the event is the result of a patient trauma resulting from a fall and the subsequent fracture of the glenoid bone. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient breaking her glenoid bone/glenoid fracture; caused by a traumatic fall. The surgeon removed all of the original implants.

Event description:
Revision surgery - due to the patient breaking her glenoid bone/ glenoid fracture; caused by a traumatic fall. The surgeon removed all of the original implants.